Event description:
It was reported that during a lap sigmoidectomy, there was an unexpected resistance and the knife could not be returned to home position at the 3rd stroke of the 4th firing when the device was used for the 4th closing during a functional end-to-end anastomosis. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: what color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---blue. Was the unexpected resistance felt during the firing sequence? ---no. If no, was it felt in closing ? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---yes. Although the jaws did not open, the fired tissue came off from the jaws. Is there any other additional information you would like to share about this device or procedure? ---after the sales rep received the device, it was opened with the manual release lever. The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.